Event description:
Thoracertesis performed by physician thoracentesis catheter was removed and noted not to be intact. The physician weas unable to retrieve the -intact and retained piece of catheter the pt regained surgery to retrieve the foreigh body. A piece of thoracentsis catheter (approximatley 4-5cm) was removed from the left pleural cavity the pt toleratred the procedure well.